Event description:
Draeger medical systems inc. Has received information from a customer that reported an event occurred while monitoring a patient's spo2 values using our sc9000 patient monitor. The customer did indicate that the patient was already in breathing distress and multivisceral failure before this event: and no adverse consequences are attributed to the event. The patient was then monitored using our device for spo2 and the customer questioned the higher than expected spo2 value, which was reported to be 95%. As a result, the customer performed a blood gas analysis as a comparative means and determined that hypoxy (low sat) was not detected by the sc9000 monitor, but shown only with the secondary blood analysis test.